Manufacturer narrative:
Details of complaint: the customer reported they were getting comm loss on all beds associated with this multiple patient receiver (org). The customer also reported that this org was displaying a "blink code" error after nk performed on-site software upgrades. The customer sent this unit in for repair. No patient harm was reported. Service requested / performed: exchange: the device was sent in for an exchange, but no evaluation was performed as the problem was already known to be caused by a software issue. Investigation summary: the customer reported that the issue was comm loss that occurred after nk personnel upgraded the software on the customer's orgs. Effected org-9110a's have serial numbers (B)(6). Version 04-51 for the org had a known software issue that cause communication loss when the org received a string greater than 205 characters. Version 04-61 resolved this issue. The issue was resolved with a new software release. Additional information: b4 date of this report d8 was this device serviced by a third party? D9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The customer reported they were getting comm loss on all beds associated with one multiple patient receiver (org).

Manufacturer narrative:
The customer reported that their multiple patient receiver (org) was displaying communication loss for 8 transmitters. Nk ts advised the customer to check the org closet and see if the org was powered off or had an error light blinking. The customer then reported that there was an error light that was blinking on the org. Nk ts instructed them to power off this org, but the issue persisted. The customer will be sending this unit in for a repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: 8 transmitters were used in conjunction with the org and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters - model: n,I s/n: ni, approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their multiple patient receiver (org) was displaying communication loss for 8 transmitters.